Manufacturer narrative:
A visual examination of the returned uphold lite revealed that the suture on the blue with white stripe dilator was cut. The dart was located behind the catch of the capio slim. There was a small amount of suture attached to it. In addition, the suture with dart on the blue dilator was cut off most likely to facilitate removal. It was not returned. Analysis also revealed that there was no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a colpopexy vaginally procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the second arm of the mesh was tried to pass to the sacrospinous ligament, but it failed to pass. It was identified that the needle detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a colpopexy vaginally procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the second arm of the mesh was tried to pass to the sacrospinous ligament, but it failed to pass. It was identified that the needle detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.